Event description:
It was reported that 4 days after 2-level plif at l4-s1, with infuse bone graft/allograft bone wedges/autograft bone supplemented with posterior fixation, patient was readmitted to hospital with abdominal distention and pain (which patient also had pre-op) and 103 degree fever. MRI taken pod 5 showed "an abnormal fluid collection... Extending into the posterior epidural space at the l4 and l5 vertebral body levels" and "erythematous changes in the wound." Foley catheter was inserted and patient was given vancomycin, levaquin, and meropenem. On pod 6, a repoperation was performed to irrigate the wound and place a drain. Cultures taken showed a few white cells and no organisms. Blood cultures were negative. Pod 10 a tagged white cell study showed no abnormal activity in the region of the lower lumber spine. The results were negative. On pod 11 an ultrasound showed no evidence of dvt. Inflammatory nodes were noted in the femoral regions bilaterally. Patient's temperature gradually resolved. Patient was discharged on pod 13. It is unknown if the infuse bone graft contributed to the reported event.